Manufacturer narrative:
Section d4, d10, h3, and h4: additional information. Section d10 and h3: the system controller remained in the patient's possession, however, the system controller backup battery was returned for evaluation. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file; however, the alarm was not reproduced during testing of the returned backup battery. The log file contained approximately 4 days of data ((B)(6)2020 per the timestamp). The log file captured intermittent backup battery fault alarms due to backup battery load test failures from (B)(6)2020 at 10:24:41 until the last event in the log file (captured at 12:48:02 on (B)(6)2020). The alarms were briefly cleared when additional load tests were being performed; however, the alarm activated again after each load test due to the load tests failing. The backup battery failed the load tests due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for evaluation. The returned backup battery was functionally tested and found to operate as intended during analysis. The backup battery was installed in a test system controller and operated in a mock circulatory loop with no issues or atypical alarms produced. The controller was disconnected from external power and the battery supported the pump without issue. During testing, multiple load tests were performed and the battery passed each time without issue. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, explains how to install the backup battery in the system controller. The patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a backup battery fault alarm on the system controller. The patient was brought into the clinic and the backup battery was exchanged. This was reportedly the third backup battery that has been replaced in the same controller. On (B)(6) 2020, the patient experienced another backup battery fault alarm on the system controller. The controller was exchanged. A new backup battery was placed in the exchanged controller which became the patient's backup.